Event description:
Pt has had a bard brand feeding tube for 11 years. These feeding tubes lasted as long as three years each. This brand feeding tube replaced on wednesday (B)(6) 2019 with a boston scientific brand. It was an easy replacement, however, as soon as the dr let go of the tube, and the balloon inflated, the pt experienced serious pain immediately. It "felt like and feels like being stabbed from the inside out." On (B)(6) 2019, the feeding tube broke as the pt was trying to unscrew the top of the cap to give herself a feeding. The very outside top was still intact, but the part that goes into the top of the actual tube shattered into different pieces. Some pieces were stuck in the bottom half of the cap. As a result, the pt was unable to feel herself because of the incident. She went 8 hours without any feeding. There is only 300 calories in a food serving, so going this long without food is detrimental. The top was replaced of the feeding tube with a substitute from a different brand after going to the hosp. However, the entire feeding tube was not replaced. The pt still experiences pain with every breath. She notes that it feels like "she is being stabbed from the inside." Every time she goes to feed herself, she has significant fear that the tube will break again. Additionally, the tube itself is very hard and unable to be pinched. This makes it difficult to give herself a feeding, and additionally makes it so that the stomach cid comes up out of the feeding tube at times (gastric contents are easily aspirated.) FDA safety report ID# (B)(4).